Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a scheduled follow-up, the lead was found dislodged as a result of patient anatomy mitigating the device. Loss of capture and declined sensing were also observed. The lead was repositioned a couple of days later. Another x-ray performed on the next day confirmed that the device had migrated again. The lead measurements were in-range. The patient will return in one month for a follow-up. No further changes were made. The patient condition was stable throughout the procedure and at the post-operation check-up.